Event description:
It was reported that at the pre-discharge check an increase in capture threshold was observed. X-ray showed the lead was stretched. Micro-dislodgement was suspected. The lead was successfully repositioned. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.